Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy issue had been ongoing for a "couple of weeks", but stated that they obtained two specific values of "22.6 and 10mmol/l" with the subject meter within 20 minutes of one another. The patient stated that they manage their diabetes with oral medication (500mg metformin x1 per day and 80mg glyclizade x1 per day) and denied making any changes to their regular diabetes management routine as a result of the alleged product issue. Within "a couple of weeks" of the issue starting the patient developed "blurred vision" which they associated with having high blood glucose. The patient recalls having a blood glucose reading in "the teens" when they became symptomatic. The patient stated that they did not require any type of treatment as a result of this symptom, however. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s test strips been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing; the reported issue could not be confirmed. A DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).